Manufacturer narrative:
(B)(4).  Physio-control evaluated the customer's device and verified the reported issue.  Physio then replaced the therapy pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
Physio-control performed a routine maintenance evaluation of the customer's device where it was observed that there was a sync delay of approximately 140 milliseconds. Additionally, there was one instance during the examination where, while in sync mode, the shock button was held for approximately 10 to 15 seconds but the device would not deliver the shock. The energy was then dumped internally and the device was charged again. `synchronize shock was then delivered. Physio-control concluded that a sync delay exceeding 60 milliseconds may deliver the energy on the t-wave which could cause a patient to go into ventricular fibrillation. There was no patient use associated with the reported event.